Event description:
On june 7, 2006 the lay user/reporter, the patient's mother, contacted life scan (less) alleging the one touch ultra meter was displaying the battery symbol. The technical service representative (tsar) spoke with the reporter on june 9, 2006 to obtain and verify information. For two or three days, the reported meter was presenting the battery symbol; the patient was unable to obtain a blood glucose result. The patient had not seen the battery symbol displayed on the meter. On june 6, 2006, at 8:00 pm, the patient experienced the symptoms of feeling unwell 'drunk', confused, and hot and sweaty. The patient did not use the reporter meter before, during or after these symptoms. The patient also did not test his blood glucose level using any other device. Due to the symptoms, the patient administered 5 units insulin and consumed a milkshake. Following this self-treatment, the patient slept and felt better afterwards. The patient did not require medical attention or treatment. The patient takes lantus insulin at night, and another unknown insulin three times per day with meals; doses were unknown. The patient does not adjust his insulin doses on meter readings. During the three days, the patient was unable to use the meter, he continued to take his prescribed doses of insulin. On the day of the event, the patient had eaten two meals and taken his insulin doses, but had not yet eaten his evening meal when he became symptomatic. The patient has a backup meter, however it was not available to him during this time. The patient's expected blood glucose readings range from 2 mmol/l to 15 mmol/l (converts to 36 mg/dl). The patient tests his blood glucose level once per day at different times. The customer care advocate (cca) determined during the troubleshooting telephone call the meter's battery had not been replaced according to the manufacturer's recommendations. According to the owner's booklet for this meter, the battery symbol by itself will be displayed when there is not enough power left to perform a test; the battery must be replaced. The expected battery life is approximately 1000 tests or one year. Test strips and control solution were replaced. The patient had been unable to obtain a blood glucose reading for three days due to the power issue on the reported meter, he experienced hypoglycemic symptoms and required treatment with food, and also an insulin dose. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.